Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, one gripper was unable to lower during grasping the leaflets. Troubleshooting was performed and was unsuccessful. As a result, the clip was removed from the anatomy and a replacement clip was utilized to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.